Event description:
Loose implant torn in half.

Event description:
Loose implant torn in half.

Manufacturer narrative:
The report required extensive research to locate the proper manufacturer of the device. The device was sold under a private label, ace surgical, to whom is no longer in operations. After the shutdown, biohorizons received the device through a partnership to file the complaint record. The new entity required settting up in the complaint system to allow for proper submission.

Manufacturer narrative:
The report required extensive research to locate the proper manufacturer of the device. The device was sold under a private label, ace surgical, to whom is no longer in operations. After the shutdown, biohorizons received the device through a partnership to file the complaint record. The new entity required settting up in the complaint system to allow for proper submission.